Manufacturer narrative:
Patient information not available for reporting. Additional product code - max. (B)(4). Device is an instrument and is not implanted/explanted. Hospital contact phone number - (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a t-pal spacer was reportedly found broken during surgery on (B)(6) 2016. Specifically, when the surgeon first tried to insert the trial spacer to the patient¿s l3/4, he experienced difficulty and couldn¿t pivot the trial spacer. The surgeon then connected the reported t-pal to the applicator shaft and tried to insert it to the patient¿s l3/4, but the t-pal device would not position. The surgeon forcibly hammered the device and imaging showed that the applicator shaft was biting into the t-pal. The surgeon then removed the t-pal device and that was when it was determined that the device was broken. The surgeon scraped the patient¿s l3/4, and inserted a spare implant in order to complete the surgery successfully. There was no surgical delay reported. No adverse consequences were reported. This is report 2 of 4 for (B)(4).